Event description:
Poor wound healing. This case is from health authority. The patient underwent surgery for cervical spondylotic myelopathy. During the surgery, the doctor used hemostatic gauze to compress and stop bleeding, and fluid gelatin to stop bleeding. No active bleeding observed when closed. The patient developed left upper limb weakness after surgery and underwent surgery on the second day. The patient's muscle strength gradually recovered after surgery. Additional information was received stating: the diagnosis and indication for the index surgical procedure was cervical spondylotic myelopathy. First surgery is on (B)(6) 2023 for anterior cervical discectomy decompression and fusion and internal fixation under general anesthesia. Following intraoperative concurrent use of other products were 1961 and ms0010, other products are unknown. Surgiflo was used. The product was used to address active bleeding. It is unknown where (on what tissue) surgiflo was used. It is unknown how much surgiflo was used. On (B)(6) 2023 it's hematoma evacuation under general anesthesia it is unknown if surgiflo removed after hemostasis was achieved. After the surgery, the patient had weakness of left upper limb, and underwent hematoma evacuation under general anesthesia on (B)(6) 2023. After the surgery, the patient's muscle strength and sensation were gradually recovered. The physician's opinion on the cause of or contributing factors to this event was: "hematoma formation left upper extremity weakness". It is unknown if an alleged deficiency of surgiflo contributed to the patient's post-operative left upper limb weakness after surgery. The cause for the limb weakness was hematoma formation left upper extremity weakness. The patient's current status is: after hematoma evacuation under general anesthesia, the patient's muscle strength sensation gradually recovered after surgery.